Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequence board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the insulin pump was submerged in chlorinated water. Customer's blood glucose was 271 mg/dl. The mother reported fluid was present under the lcd display. The mother also reported the insulin pump passed a self-test during troubleshoot. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.